Event description:
The cautery tip of a valleylab electrosurgical pencil came off when device first activated in surgery. The device landed in the pt's chest unbeknownst to surgeon. The device was recovered in a separate surgery the following day.